Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After, three days of post deployment, computed tomography of the abdomen and pelvis without contrast was performed for abdominal pain and the result showed that there was an inferior vena cava filter in place at the level of approximately l1-l2. The filter was tilted. The medial foot plates and tines extended medially, presumably within the left renal vein, and the filter was tipped with the top portion of the filter directed laterally. There was no free fluid in the abdomen. After, eleven months and fourteen days, the filter removal procedure was attempted. Under ultrasound guidance, the right internal jugular vein was cannulated with a micropuncture needle. Over the j wire, a 4-french vascular sheath had been placed. The pigtail had advanced in position just above the inferior vena cava bifurcation. The venogram had been placed. It was demonstrated the filter. No evidence of clot. The filter was slightly tilted. At that point, the bard delivery device had been brought into the field and properly irrigated. The snare loop had been utilized. Multiple attempts had been made and were unsuccessful. The device had been retrieved, and a cone retrieval device had been brought into the field and properly irrigated. Again, multiple attempts had been made with a cone device to catch the filter. They have been unsuccessful at that point. All of the catheters and wires had been removed. Around, three years and eight months later, the patient presented to the hospital. Computed tomography was reviewed, and the result showed that the patient had an indwelling inferior vena cava filter, which appeared to have been upwardly displaced during filter removal. This was now largely in the suprarenal location. Multiple tines have extended outside of the vena cava but were not penetrated any important structures, specifically not penetrated the spine, the aorta, or the duodenum. The patient had 1 clearly broken, upward-facing tine from a prior removal attempt. The hook remained intact. On imaging, the patient had a metallic-type object in right ventricle, which might represent 2 missed tines. There appeared to be 10 tines present. After, twenty-five days, the filter removal procedure was attempted again. After the patient was placed in trendelenberg position, ultrasound-guided needle access to the right internal jugular vein was then performed in a single puncture. A j wire was passed into the internal jugular to the right brachiocephalic and on into the superior vena cava and through the right atrium into the inferior vena cava under fluoroscopic guidance. This wire was placed, under fluoro guidance down beyond the inferior vena cava filter in the more distal cava. A skin incision was created at the wire entry site and advanced a dilator into the internal jugular vein. The dilator was removed and left the wire while holding pressure. Then the cook retrieval system was advanced around dilator over the wire into the cava and placed the distal aspect of the sheaths just below the caval filter. Then the wire and dilator were removed, placed a tuohy-borst and performed a venogram. This did not show any thrombus in the inferior vena cava. The snare catheter of the kit was advanced through the nested sheaths and worked for some time to try to snare the hook. It became clear that this was embedded in the caval wall. Then through the ultrasound-guided right common femoral vein access, 6fr sheath was placed. A j wire was placed up the cava along the medial aspect of the filter. A 12 x 40 angioplasty balloon was used to try to mobilize the hook away from the wall. It was tried to snare in this position but still not successful. The balloon was taken down, removed, and snared the j wire from the internal jugular access snare and used to try to tilt the filter hook out of the wall. But the hook could not be snared. A sheath was upsized to a 16mm x 45cm sheath and double stuck this. A gooseneck snare was placed through there on the lateral aspect of the filter and a glidewire down the medial access. The glidewire was snared distal to the filter and snugged up the system around the base of the filter. This allowed bringing the hook into the sheath. There was some resistance from the tines. The snared glidewire was released and found the snare to be around the hook. Given this perfect alignment, it was tried one more time to advance the sheath and cause tine collapse. This occurred but two tines were too stuck in the caval wall and remained. The rest of the filter was removed with the snare. An endobronchial forceps were brought up and used to retrieve one of the tines. The other remained stuck regardless of any effort to remove it. Multiple completion venacavograms were performed. The heart and lungs were also imagined ensuring there were no additional retained tines. There were none beyond the tine already present in the right ventricle. On 08-aug-2018, a computed tomography angiogram of the abdomen and pelvis with intravenous contrast showed that there had been interval removal of the previously documented inferior vena cava filter. There was also a tine embedded within the right ventricle which was unchanged. Therefore, the investigation is confirmed for the filter tilt, filter limb detachment, retrieval difficulties, filter migration, perforation of the inferior vena cava and material deformation. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2014. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter¿s one fractured strut remains in the right ventricle and one fractured strut embedded in the inferior vena cava. The device was removed percutaneously after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged retrieval difficulties and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter¿s one fractured strut remains in the right ventricle and one fractured strut embedded in the ivc. The device was removed percutaneously after an unsuccessful percutaneous removal procedure. The current status of the patient is unknown.